Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ diffusics¿ IV catheter tubing came out of the packaging before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the ex-tube came out from the package."

Manufacturer narrative:
H.6. Investigation summary: a device history record review was performed for provided lot number 9036688 and the review did not reveal any detected abnormalities during the production process that could have contributed to this reported incident. To further aid in the investigation of this incident, picture samples were provided for evaluation by our quality team. Through examination of the picture samples, the extension tubing was observed trapped within the package seal area. This defect results from an issue with the device placement, which is performed manually by the operator, during packaging. This defect also went undetected during the final packaging inspection process. In response to this incident, a quality alert has been issued to all applicable personnel. Our quality team will continue to monitor the production process for this defect and other emerging trends.

Event description:
It was reported that the bd nexiva¿ diffusics¿ IV catheter tubing came out of the packaging before use. The following information was provided by the initial reporter, translated from japanese to english: "the ex-tube came out from the package."